Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented into the emergency room for an unrelated reason. Upon review, the implantable cardioverter defibrillator exhibited multiple non-sustained right ventricular oversensing events due to crosstalk. Programming changes were performed. The patient was stable throughout.